Event description:
Philips received a complaint by the customer on the v60 indicating that the caster on the stand was broken. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the caster on the stand was broken. The remote service engineer (rse) advised the customer to clean out any old residual loctite in the threads on the base of the stand and provided the customer with the part number and price of the 17mm flat wrench that is needed to install the new caster. Per good faith effort (gfe) response, the biomedical engineer (bme) found the 17 mm wrench and replaced the defective caster. The bme confirmed that the issue was resolved, and the device was placed back in service as the stand was working as intended. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.